Manufacturer narrative:
(B)(4). Device history record review and incoming inspection record: no indication of the reported defect found during a review of the device history record. Lot met all release criteria. No other similar complaint has been filed on this lot. The initial reporter of the event states that at the time of the event no hemosafe clip was in place. No sample is being returned to the MFR for eval, therefore, a definitive conclusion as to the cause of the event cannot be reached.

Event description:
Uf # (B)(4).